Manufacturer narrative:
This is one for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event, which is alleged to have been caused by exposure to naturalyte and/or granuflo administered for dialysis treatment.